Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed, and the investigation will be re-opened as necessary.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the patient being revised for periprosthetic femoral fracture around a well fixed summit press-fit stem. Stem was left in place, femur was cabled together with 3 depuy synthes 1.7mm cables. New 28mm head and 59 bipolar head were implanted. No further patient information available. Doi: (B)(6) 2020, dor: (B)(6) 2020, affected side: left hip.